Manufacturer narrative:
No related complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 30.9-31.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 36.6-37.3cm, 39.2-40.2cm, and 40.7-40.8cm from the distal tip. The etfe coating was intact at these locations. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.